Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and no issues were identified. The customer stated the sample aliquot had no visual fibrin and it was clear. The original sample tube was tested and the result was >12 ((B)(6)). The cause for the discordant advia centaur xp (B)(6) results is unknown. There may have been a possible issue with the original aliquot sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The (B)(6) result was reported to the physician. The physician questioned the result as the patient is receiving treatment for (B)(6). Repeat testing was performed on the patient sample and the result was (B)(6). The laboratory received the sample in aliquot tube. The customer does not receive the primary tube since they are a reference laboratory. The aliquot is then frozen capped in a frost free freezer. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.